Event description:
It was reported to boston scientific corporation that a maxforce tts high performance balloon dilatation catheter was used during an esophageal dilation procedure performed in 2007 (male patient; age and weight are unknown). According to the complainant, the balloon ruptured during the procedure. The device was removed, and replaced with another maxforce tts high performance balloon dilatation catheter and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.